Event description:
It was reported that the patient was experiencing inadequate relief from their scs system. The patient underwent a system revision wherein the patients leads were replaced to establish effective coverage. During the procedure the patient's ipg was also explanted and replaced due to reaching expected longevity. Therapy was restored post operatively.

Manufacturer narrative:
Event date is estimated. A patient having ineffective stimulation was reported to abbott. The patient's leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000092892.